Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03630 / 03631).

Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to poor femoral positioning and a bone fracture. During the procedure, the trochanteric bolt fractured during insertion. The proximal body with the fractured bolt, modular head, and femoral stem were removed and replaced. Patient was further revised on (B)(6) 2015 due to implant fracture caused by patient fall. The modular head and femoral stem were removed and replaced.